Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The sr8 probe was visually inspected upon receipt and was found to be in poor physical condition. The reported issue of partial display is confirmed. There are black lines on half of the probe image. The reported issue root cause is due to an internal failure of the probe.

Event description:
It was reported looks like half of the array is sound, the other having issues. No other information was provided.